Event description:
A decoder was performed and showed that the lead impedance changed from 5959 ohms to 7510 ohms on (B)(6) 2012.

Event description:
It was reported that a vns patient had high lead impedance. Systems test low, impedance high over 10,000 ohms, ifi no. Good faith attempts are underway for further details about the reported event.

Manufacturer narrative:
New information changes the date previously reported.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.